Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which indicated: diagnosis of lesser trochanteric fracture which was atraumatic. X-rays review indicated significant osteolysis¿ significant metallosis noted as well as osteolysis within the proximal femur. Well-fixed femoral stem. Evidence of trunnionosis but without damage to the trunnion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown stem lot #unknown, item #unknown unknown head lot #unknown, item #unknown unknown liner lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03105, 0001825034-2019-03108.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, approximately ten years post implantation, the patient was diagnosed with osteolysis, elevated metal ions, and a lesser trochanteric fracture. Patient underwent a revision surgery and during the procedure a significant amount of metallosis with trunnionosis was noted. Additional information was requested however none was available.